Manufacturer narrative:
Perfusionist stated he thought it could have been the surgical field where the problem was but just to be certain he wanted motor checked out. Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the flow was irregular of the centrifugal drive motor on the centrifugal system. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or adverse consequences to the pt.